Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient fell in (B)(6) 2018 and the battery now moves in the pocket. The patient reported it was difficult to charge. The rep was able to get 7-8 coupling boxes, but it was very difficult to keep them. Since the patient has had the ins for 8 years, the hcp was referring him for replacement. No further complications were reported.